Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The battery cap was stripped at the coin slot noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to remove battery cap from the pump and alarm failed battery test. Customer's blood glucose at time of was 381 mg/dl. Customer was advised to attempt to remove the battery cap with a quarter and patient was not able to remove the battery cap. Customer attempted to remove the battery cap with a large flat-head screwdriver but unable. Customer was advised to clear the failed battery test alarm with esc and act. Customer switched to unable to removed battery cap troubleshooting. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 381 mg/dl. The customer was treated for high blood glucose with manual insulin through a syringe. Customer refused high blood glucose troubleshooting.